Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 125-129 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.